Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: phone.

Event description:
Reported discrepant sars results for 1 symptomatic consumer. It is unknown if the consumer was symptomatic. The consumer communicated that they tested positive with quickvue otc and negative with pcr testing. The consumer's doctor advised the consumer to trust the positive result.